Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was over 130 mg/dl. Customer advised during a bolus attempt the button error would flash. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No freezing display was noted. No button error alarms noted. All buttons functioned properly. However, the pump had corroded keypad traces, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot, minor scratches on the lcd window, a cracked case at the display window corners and stained end cap sticker.